Event description:
Information received from a patient&#38112;healthcare provider (hcp) reported that the patient's therapy had stopped and they got a warning power on reset (por) error message. The caller reported that the patient was trying to increase stimulation when they got the por; this occurred five days prior to the date of this report. It was noted that the hcp does not have access to a clinician programmer 8840. The caller is to follow up with a manufacturer representative in order to clear the por error message. Additional information received from the patient on (B)(6) 2016 reported that they were able to clear the por successfully using their patient programmer and they were able to turn their stimulation back on. The patient's therapy will resume at the last programming parameters and they are able to adjust it if need. The patient stated that they are now receiving adequate therapy. It was noted that the patient was also able to charge their implantable neurostimulator (ins) to full. It was clarified that the patient was charging their device when the por was seen and that their therapy stopped due to the por. It was also noted that the por was not related to an overdischarge event. The patient's issues were resolved at the time of this report. Indications for use are non-malignant pain and failed back surgery syndrome - other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.